Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with symptomatic recurrent atrial fibrillation refractory to antiarrhythmic drugs in group a underwent radiofrequency ablation and developed a right femoral arteriovenous fistula that resolved spontaneously, and a mild acute pericarditis. Navistar thermocool ablation catheters were used in this study, however catalog and lot number were unknown. Title: ¿cooled ablation reduces pulmonary vein isolation time: results of a prospective randomised trial.¿ the purpose of this study was to assess the efficiency of cooled ablation and standard 4 mm tip catheter ablation to achieve pv conduction block in patients with recurrent af. Thirty-six (36) patients were enrolled in this study. Study was conducted between october 2004 and june 2005.